Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the biopsy channel could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and no additional event information was reported or available. The event can be detected by following the instructions for use section below: ¿·inspection of the instrument channel¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during reprocessing, the instrument channel port on the subject device was blocked with "seeds". There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the cleaning brush could not be inserted due to the channel being clogged due to insufficient cleaning. Also, an unknown particle was found inside the channel and the channel was unblocked. In addition, there was a deep scratch on the distal end of the device, there was a gap in the adhesive on the bending section cover, the insulation resistance value was out of specification due to damage to the adhesive on the insertion tube, the angulation knob was stiff, there was a chip in the light guide lens, and there were scratches on the insertion tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.